Event description:
It was reported that during a lead implant procedure the helix mechanism did not perform as expected per physician. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended/retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.